Event description:
This problem is concerning the hospira lifecare pca. The pendant button seems to have a design flaw. Whether the pendant is new or used, the pendant will stop responding after quick repeated use until "shocked" or "jostled" in a forceful manner. This can lead to wasted workload on biomed, pt equipment, and ultimately incorrect pt care.